Manufacturer narrative:
The customer reports that the cns (central monitoring system) battery backup (ups) lost power. It was recently installed. No patient harm was reported. The customer returned the ups and a replacement ups was sent to the customer to resolve the issue. The cns was not returned as there was no malfunction to it, just the battery backup.

Event description:
The customer reports that the cns (central monitoring system) battery backup (ups) lost power. It was recently installed. No patient harm was reported